Manufacturer narrative:
Complaint no: (b(4). This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced a breach in aseptic technique which resulted in peritonitis coincident with peritoneal dialysis therapy. The breach in aseptic technique was further described as the patient made an unspecified mistake. It was unknown if the patient was hospitalized for the peritonitis. The patient was treated with reflin injection 1 gram in night bag intraperitoneally (duration and specific frequency of bags not reported) and fortum injection 1 gram administered in one bag intraperitoneally (duration and specific frequency of bags not reported) for the peritonitis. Antibiotic treatment with reflin was ongoing. Dianeal therapy was ongoing. It was unknown if the patient was recovering or was recovered from the peritonitis. It was not reported if the patient was retrained on the proper aseptic technique. No additional information is available.